Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer¿s blood glucose level was 86 mg/dl. The customer continued to use current pump but has alternate method if necessary for insulin therapy.